Event description:
The manufacturer received information alleging a ventilator service required condition occurred. The device was replaced by another one at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and detachable battery were replaced to address the issue. After replacing the parts on the device, a final and run-in tests were performed, along with a battery and valve checks on the device. The device was operational, and it was cleaned.